Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced pain around the device implant site. The patient completed a remote home interrogation. The following physician reviewed the interrogation and noted no anomalies. The patient presented to the emergency room two days later with complaint of chest pain. The device pocket was red and swollen, however, no oozing was observed. The electrode was noted to have moved from the original implant location and was observed to have perforated the colon. Surgical intervention was undertaken. The device and electrode were explanted. The device is in possession of the hospital and the electrode was noted to be cut in pieces. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.